Manufacturer narrative:
Per the tandem user guide - do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 37 mg/dl. Reportedly, customer bolused as intended but consumed fewer carbohydrates than expected. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with consumption of carbohydrates. Additionally, healthcare provider removed the pump and put customer on manual injections until customer reviewed settings with primary healthcare provider. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.